Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation at this time. Therefore, root cause has not been determined yet. However, the customer was asked to provide log files for further analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us was having 316 - blower failure and 401 - inspiration valve or device leaky alarm during set up prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported failure was confirmed and isolated to damage on the blower driving hardware of the main electronics board.most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with (B)(4).